Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. H3 (device evaluated by manufacturer?) Has been updated. Low pump flow: returned product had biomaterial wrapped around the impeller and reproduced low flows. This confirms that the low pump flows reported were most likely related to the biomaterial observed. However, without data log review, it could not be confirmed whether it was an ingestion event. Saturated flow: the cause of saturated flow was not determined since no data logs were returned for investigation. Temporary pump stop: returned product had biomaterial wrapped around the impeller which could have potentially been related to temporary pump stop event. However, the cause of temporary pump stop was not determined since no data logs were returned for investigation. Placement signal issue: the cause of placement signal issue was not determined since no data logs were returned for investigation and return product had no hard sensor failure. Device in wrong position: the cause of positioning issues was not determined since no defect found with return product and due to insufficient clinical details.

Event description:
The user facility reported 36 year old male on an impella cp due to acute myocardial infarction. During support, the patient experienced unresolvable suction at p4. An echo was performed which show the pump to be shallow. Repositioning was attempted and the suction never resolved despite positioning. The aic (console) had a transient impella stopped alarm which was self resolving. The systolic and diastolic flows were almost equalized. The placement signal (ps) and left ventricle (lv) waveform were far apart, lv values were blank. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Added: b2 (is required intervention) and h6 (medical device problem code). Corrected: h1 (type of reportable event).